Event description:
It was reported that within one week of implant, there was undersensing. The study investigator noted that the event was device related. The sensing threshold decay delay was decreased, the event resolved without sequelae, and the device remains in use. The device was noted to be part of the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).